Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a communication issue during set up / inspection for use involving an olympus bronchovideoscope. Customer noted "when they plug it in, it won't connect. It's plugged in but the machine doesn't recognize it". There was no patient involvement.